Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a vaginal sling procedure. According to the complainant, during the procedure, the mesh began to fray during the deployment of the first side. The procedure was completed with another solyx sis system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine". Several attempts at follow up have been unsuccessful.

Manufacturer narrative:
(B)(4).